Event description:
It was reported that the patient needs help adjusting their stimulation to improve their hands since they started feeling symptoms this past few days. Patient stated they were told by their hcp to play around with their programs. Patient stated that they could not increase the stimulation in group a. Patient stated that it would not go above 2.2 and would show an upper limit message. Patient stated that when they met with their hcp and increased the stimulation in group a it increased their symptoms. Patient was currently in group b at 3.8. Patient increased their intensity to 3.9 and they mentioned that their hand is steadier now and they feel some sort of stimulation in their head. Patient thinks group b works better. Agent reviewed communicator and handset general use. Patient will remain on group b and will reach out to their hcp about the upper limit in group a. Patient mentioned meeting with their hcp probably last october. Patient stated that at some point when they met with their hcp their speech was really hard, and they had to do certain reprogramming with the device. Additional information was received from patient (pt). Pt reported the cause of the return of symptoms is not known and not trouble shooting was performed to resolve the issue. Pt reported the issue has been resolved. Pt clarified the stimulation in the head was them feeling a shock up their arm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.